Event description:
A patient reports their blood glucose level was low while wearing a pod for 3 hours. The patient reports they had lost consciousness.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the loss of consciousness. No lot release records were reviewed, as the product lot number was not provided.